Event description:
It was reported the right ventricular lead exhibited noise remotely via merlin.net. The asymptomatic patient presented in the clinic for normal device check. Upon interrogation, the noise was reproducible in the clinic. All the other electrical measurements were normal. The lead was reprogrammed and the patient will be monitored continuously.